Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/compromised force sensor system, and displacement tests. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm motor position encoder error alarm due to erased history file. No unexpected restart alarm or erased memory anomaly noted. Insulin pump had minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error during bolus delivery. The insulin pump also received an external flash error alarm. Customer's blood glucose level was 189 mg/dl. She was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.